Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading; cause was unknown. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.